Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No excessive no delivery alarm or occlusion tests could be performed due to the prime anomaly. The insulin pump was received with minor scratches on the display and reservoir windows, and a cracked case at the display window corners.

Event description:
It was reported that the insulin pump alarmed an a-33 error during the rewinding process. The blood glucose reading was 100 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)